Event description:
It was reported that one day post implant, the lead became dislodged due to excessive coughing. The lead was successfully repositioned.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.